Event description:
I used the fasciablaster by the ashley black systems, that is registered as a class 1 medical device, as directed and it left severe, painful bruises all over my body and left me with painful cystic acne that I never had before using the tool. It not only didn't help my pain as advertised but made it worse and left me with the painful bruising that's advertised to be beneficial.